Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be completed because the provided lot number was invalid. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient stated some of the catheters were sticking out like a fish fin. He said theses would have cut him if he hadn't caught it. \ unclear if medical intervention was provided.\ no additional information provided.\ patient email address:\ no email on file per additional information received via email on 29jul2025, it was reported that the catheter does not have enough lubricant and there was an area on the catheter that seemed to be sharp. Customer described the area as sharp like a fish fin. Sample available. Pending sample return. No lot number was provided.

Event description:
It was reported that the patient stated some of the catheters were sticking out like a fish fin and also said these would have cut the patient if it was not noticed. Unclear if medical intervention was provided and no additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.